Manufacturer narrative:
H6: the quality investigation is complete. Product not received.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices, it was noted that there was a hair and contamination in the pack during visual inspection prior to a surgical procedure. It was also reported that there was no adverse consequences, no medical intervention and no delays as a result of this event and the procedure was completed successfully. This record addresses one of the instances of the reported potential sterility breaches.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices, it was noted that there was a hair and contamination in the pack during visual inspection prior to a surgical procedure. It was also reported that there was no adverse consequences, no medical intervention and no delays as a result of this event and the procedure was completed successfully. This record addresses one of the instances of the reported potential sterility breaches.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : product not available for return.